Manufacturer narrative:
This report is submitted on may15, 2023.

Event description:
Per the surgeon, the patient experienced an infection at the incision site that was successfully treated with oral antibiotics. The implant remains in-situ.